Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 00:09:28. During night drain cycle five, the patient's ultrafiltration reading was 1127 ml, indicating the home patient (hp) drained 1127 ml more than their maximum programmed fill volume of 1100 ml. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the clinician had inappropriately set the minimum drain volume. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an iipv situation." Should additional relevant information become available a supplemental report will be submitted.